Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2020. Additional information: d10 h3 evaluation: received one used 2227 drain. There is no black dot on the drain. Upon functional evaluation (we attached the drain to a reservoir and applied vacuum while the fluted part of the drain submerged into a bowl of water), the drain functions properly. The drain was found to be fully functional. However, the black marker indicating the depth of insertion upon the drain was missing.

Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made with no return to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a posterior interbody fusion surgery on (B)(6) 2019 and a drain was used. During the procedure but after the drain was inserted, suction could not be done. It was found that there was no black point marker on the drain. The drain was removed from the patient, and another drain was used. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient.